Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported embolus could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2017-00178. During a mitraclip procedure, septal tissue was noted on the tip of the sheath. During transseptal puncture, tissue from the septum was noted on the tip of the sheath. The patient was heparinized and the sheath was aspirated in order to remove the tissue. The introducer was removed from the patient, flushed, then reinserted through the same access point. The procedure was completed with no adverse consequences to the patient. There were no performance issues with any abbott device.